Manufacturer narrative:
Per EU regulation 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. Hence, not explanted. (B)(6). The intraocular lens (iol) has not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that the intraocular lens (iol) could not progress in the injector - the lens was damaged at the side of the injector. There were no clinical consequences. Another iol was used instead. Through follow ups it was confirmed that it was the injector that was damaged. There was partial contact with the patient, just the cartridge at the incision margin. No furthere information was provided.

Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes. Returned to manufacturer on: 8 february 2022. Section h3. Device evaluated manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned for evaluation and product evaluation was performed under magnification. The complaint device presented with tip damage that is consistent with being dropped. The complaint lens was received outside of the device and showed no issues. The complaint issue, stuck in cartridge, could not be confirmed. The complaint issue, cartridge tip damage, could be confirmed; however, it may be attributed to handling, suggested by the damage being consistent with a handpiece that as dropped, and cannot be confirmed to be related to a manufacturing issue. Therefore, no product deficiency could be identified. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.